Event description:
It was initially reported that a critical alarm occurred with the pump. The patient indicated that he 'had used a chainsaw and hours later he noted the critical alarm'. The physician reprogrammed the pump but the motor stall persisted. It was later reported that the pump was replaced. It was stated that prior replacement patient got oral medication with higher dosage. Following replacement it was stated that patient is 'ok, now'. Drug delivered via the pump was commercially available morphine with low concentration and no additional preservatives. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Final device analysis for the pump revealed a confirmed motor stall with undetermined cause. The motor was hard stalled as received, stall recovery occurred in the lab (B)(4) 2011 and once again pump hard stalled (B)(4) 2011 with no recovery recorded during initial destructive analysis. The pump components appeared very clean with no apparent defects or evidence of corrosion. Final destructive analysis was performed and pump components were thoroughly inspected showing no additional anomalies to be determined as the root cause for the field and lab stalls and recoveries. There was no anomalies in hybrid performance and offered no additional information on the root cause of the stall and recoveries occurring in the field.

Manufacturer narrative:
Analysis identified a missing top plug stone for gear two¿s upper jewel assembly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.